Event description:
Boston scientific received information that this pacemaker showed a battery status drop from 2.5 years to less than 0.5 years in 6 months. The only changes are a modest change of pacing impedance measurements on the leads of 35 ohms. The physician is concerned that this pacer dependent patient could be compromised and without therapy. Boston scientific technical services (ts) spoke to the engineer who reviewed the device memory, and noted any variation in lead impedances could have caused the observed longevity fluctuations. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Manufacturer narrative:
Addtional information was received that the device was explanted due to the significant variations in the estimated longevity coupled with this patient's dependence.